Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of an open door not being recognized was able to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification upper and lower latch switches. The upper and lower latch switches require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the door being open during testing at the biomedical service department. There was no patient involvement. No additional information is available.